Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply 3 was replaced and the c-arm motion operates as intended.

Event description:
The customer reported the c-arm intermittently would not go up or down. No pt injury was reported.